Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that on two different incidents her son was admitted in the intensive care unit due to bent cannulas. Reportedly the patient had vomiting and was subsequently hospitalized due to high blood glucose levels and diabetic ketoacidosis. He was admitted on (B)(6) 2019 and (B)(6) 2019, and both events resulted in two days being admitted. During hospitalization, he received insulin drip. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.